Manufacturer narrative:
Patient identifier and weight are unknown. The patient¿s exact age is unknown; however, age was reported as being in the (B)(6). (B)(4). Device is an instrument and is not implanted or explanted. It is unknown at this time if the complainant part will be returned for evaluation. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in the (B)(6) as follows: it was reported that a patient underwent a tibial and femoral nailing procedure on (B)(6) 2016 in order to address a diagnosis of floating knee. During the procedure, the surgeon noted that the patient had a very narrow intramedullary canal in both the femur and the tibia. Upon first reaming of the tibia, the head of an 8.5mm reamer head sheared into two (2) pieces. As the reamer head broke, it took some of the engagement splines off of the end of the reamer shaft as well. The reamer shaft was withdrawn. An intra-operative x-ray confirmed the presence of retained fragments; pieces of the head and the tip of the shaft remained in the patient. Reaming was completed with a second set that was on-hand. The implantable nail was then inserted past the debris, thus completing the surgery with a five (5) minute prolongation. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was confirmed that the procedure was successfully completed.

Manufacturer narrative:
Product investigation summary: the received reamer head is broken apart at the end of the coupling hexagon. Not all fragments of the broken part were sent back for evaluation. The device is in an overall very used condition with the laser etching faded. There are stress marks behind the cutting edges that are visible and the cutting edges are worn. Due to the damage of the device, the relevant dimensions could not be verified anymore. This device was manufactured with a lot size of (B)(4) pieces in (B)(6), 2012. The manufacturing documents were reviewed and no complaint related issues were found. The correct material was used for the reamer, and the hardness of this lot was within specifications according to drawing. These findings and the very used condition of the device, indicate that the device was often used without any prior issues. It is likely that a mechanical overload situation led to the damage of the received devices, but it cannot be defined if the mentioned very narrow intramedullary canal, the used condition of the devices, or a combination of different factors caused this breakage. No product related issues could be detected. Device history record review: manufacturing site: (B)(6) - manufacturing date: (B)(6) 2012. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.